Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had open heart surgery. The next day there was high atrial threshold and the atrial capture management had put the output to a high level. The lead is still in use. No patient complications have been reported as a result of this event.